Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and afx stent graft. On (B)(6) 2021, the patient complained of lower abdominal pain and was examined. A computed tomography angiography revealed a rupture of a pseudoaneurysm at the distal end of the implanted plc121000 in a left external iliac artery. An additional stent graft (viabahn jhjr130502j) was emergency implanted to treat the rupture and the pseudoaneurysm. A final angiography revealed no bleeding, no endoleaks, good blood flow and the procedure was completed. The patient tolerated the procedure. The physician stated that the area where the bleeding occurred had a tortuous blood vessel and the end of the device appeared to be piercing the vessel wall and believes that this may have caused damage to the blood vessel with the end of the device. Also he stated that this was an unusual case for the excluder leg because the device was soft and tracked well. Reportedly, because of the puncture, the procedure time was short, less than 2 hours from entry to exit. The patient was reported to have an bmi of about 40.

Manufacturer narrative:
Added h6: component code and conclusion code. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to arterial pseudoaneurysm.